Event description:
The customer reported that an erroneously low platelet (plt) result, below the reference range, was generated for a single, patient sample, tested on a coulter ac-t diff 2 analyzer, immediately after sample collection. Additionally beckman coulter inc. Assessment of customer supplied data, indicated the generation of low white blood cell (wbc) result, red blood cell (rbc), hemoglobin (hgb) and hematocrit (hct) results; all initial results, were below reference ranges. It is unknown based upon the data provided whether the initial plt, rbc, wbc, hct and hgb initial results were accompanied by instrument generated flags. Upon repeat testing on an outside laboratory's instrument, the repeat plt, wbc, rbc, hgb and hct results were higher, but still below the reference ranges of the parameters. The repeat results were regarded as valid. The erroneous results were reported out of the laboratory; however, there were no reports of death, serious injury or modification to patient treatment associated with this event. Quality control (qc) results were within specifications during the timeframe of the event. No additional performance information or sample collection/handling information was provided by the customer.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the site for this event. The field service engineer (fse), did not find any instrument problem. Instrument quality control results were within specification. A failure mode for the erroneous plt, hgb, hct, wbc and rbc results could not be determined based on available information.